Event description:
A pt reported experiencing inaccurate erratic results with a lifescan, one touch basic meter. The pt's blood glucose results were 64, 91 mg/dl. Tests were done within 10 minutes with a difference of 24 mg/dl. Pt did not experience any adverse events.